Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to an alert received by the device. Interrogation of the device revealed episodes of non-sustained right ventricular oversensing. The physician decided not to take any action and the device remains implanted and will continue to be monitored. The patient is in stable condition.